Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the pipeline vantage device was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within two sealed plastic biohazard pouches; and within a dispenser coil. The already deployed braid was returned on the pusher subassembly. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers, proximal bumper, supporting disks and advance resheathing mechanism. The distal and proximal dps restraints were found to be intact. The dps sleeves were found slightly damaged (torn). No damages or irregularities were found with the tip coil. Both braid ends were found fully opened, damaged, and frayed. The middle braid was found fully opened and undamaged. No other damages were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed through device analysis as the returned braid was found fully opened. Possible causes for failure to open during procedure include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported patient vessel tortuosity as moderate, pipeline was resheathed 3 times, the middle braid was positioned in a bend, and devices were prepared per IFU. It is possible the pipeline positioning in the bend is the primary contributor towards the failure. The dps sleeves were found damaged, possibly caused during the event by the multiple resheathing. The damage to the dps would not contribute towards failure to open at the middle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline vantage failed to open in the middle. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the choroid segment of the left internal carotid artery. The max diameter was 12mm, and the neck diameter was 6mm. The patient's vessel tortuosity was moderate. The landing zone was 3.7mm distal and 4.6mm proximal. Dual antiplatelet treatment was administered (brillinta - aspirina). It was reported that the microcatheter was raised up to m2, and the device began to deploy in m1 with good opening. However, when the device is 40% released it does not open. The pipeline was recaptured 3 times and did not open. It was decided to remove and place another pipeline vantage successfully. The middle of the pipeline was positioned in a bend, and less than 50% had been deployed when it failed to open. No additional steps were taken to open the device. The triaxial system was used, and where it did not open was in the left m1 curve towards left ica. In the second attempt it opened more than 50% without success. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. Angiographic results post procedure showed the implant with permeable flow in the left internal carotid artery. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.